Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 45-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella 5.5 sterile sleeve was broken. The site was cleaned with chlorhexidine and sterile sleeve reattached with a tegaderm. The patient is stable.

Manufacturer narrative:
The investigation into the product damage (sterile sleeve damage) issue has been completed since the original report was submitted. The device was not returned for investigation. Sterile sleeve was found damaged as per the clinical details. The cause of the sterile sleeve damage issue was not determined since product was not returned and sufficient clinical information was not provided. D6b.